Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80-90% stenosed, 45mmx2.5-2.75mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Pre-dilation was performed with a 2.5mm balloon catheter. Following pre-dilation, a 2.50 x 24mm synergy drug-eluting stent (des) stent was inserted, however, the shaft broke at about 15cm from the hub. The device was completely removed without any resistance. Subsequently, 3.00 x 48mm and a 3.00 x 24mm synergy des were advanced for treatment one at a time. However, it was noted that the stent struts were damaged during advancing and were removed completely. The procedure was completed by overlapping 2.25/2.75/4.0mm stents. No patient complications were reported and the patient's status was stable. Synergy ous mr 2.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter and a hypotube break 270 mm distal from the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. No other issues were identified during the product analysis.